Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown day. Subsequently, the patient was revised due to infection. The arcos cone body and distal stem was explanted.

Manufacturer narrative:
(B)(4). D10: 11-301301 arcos con sz a std 60mm 151170 g2: foreign: canada customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Suggested component code: mechanical (g04) ¿ stem. Visual examination of the returned product identified the disassembly tool was returned threaded into cone body and was not able to be removed using considerable amount of hand force. Disassembly tool cold welded to the cone body is on linked (B)(4). The cone body has a considerable amount of damage with nicks, gouges, and scratches all over on the trunnion, neck, body, and porous coating surfaces. No other damage was noted during visual evaluation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.